Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation papers allege the patient experienced pain, swelling, inflammation, infection, and damage to surrounding bone and tissue, multiple dislocations and lack of mobility. Records indicate that the patient was revised on the left side because of instability and metallosis. Ppf alleges metallosis, metal wear and elevated metal ions. Doi: (B)(6) 2004 - dor: (B)(6) 2013 (right hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. H6 patient code: no code available (3191) was used to capture surgical intervention.